Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 980 ventilator failed the power on self test (post). The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se recalibrated all of the flow sensors. The se performed extended self-testing on the device and all tests passed.